Manufacturer narrative:
On 26-jun-2020, mentor received additional information regarding the revision surgery and replacement device. The patient underwent unilateral removal and replacement with a 500cc mentor memorygel breast implant (catalog #: 3545001, serial #: (B)(6)). It was found that incorrect b.2 filed was marked on the initial report. Correct field is b.2. Is required intervention. The field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a revision breast augmentation with a 500cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided grade IV capsular contracture. The patient experienced firmness on her left breast and consulted with a healthcare professional on (B)(6) 2019. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On 19-jun-2020, the suspected medical device was returned for evaluation. On 22-jun-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).